Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. (Salzer, 2018) based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
A peritoneal dialysis (pd) patient reported to the fresenius customer service department (cs) on (B)(6) 2026 that he is incenter and has had an infection for the catheter. Upon follow-up conducted on (B)(6) 2026 the patient¿s pd registered nurse (pdrn) stated that the patient went to the emergency room (ER) on (B)(6) 2026 (no symptoms provided). The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. No antibiotic therapy information was available. The cultures were positive for staphylococcus epidermidis. The patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2026. The patient has been permanently transferred to in-center hemodialysis (ichd). The cause of the peritonitis event was touch contamination by the patient.